Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were over 500 mg/dl, 550 mg/dl and 130 mg/dl. The customer treated with self bolus after lunch. The insulin pump also received insulin flow block alarm multiple times. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.